Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that his blood glucose was 438 mg/dl and 532 mg/dl in (B)(6) 2017. The patient suspected that the insulin pump had under-delivered for the past three months. The customer treated via manual insulin injection. Troubleshooting was initiated and the drive support cap appeared normal. The customer was able to prime without incident. However, the customer mentioned that the tubing would sometimes become bent over, obstructing the flow of insulin.